Manufacturer narrative:
B5 - lens was replaced with a different power lens on (B)(6) 2023. Status of the eye is "good". Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of a -7.00/1.0/070 (sphere/cylidner/axis) was implanted into the patient's left eye (os) on (B)(6)2023. Refractive suprise was observed. Cause of the event was: device, a patient related factor, and unknown. The device did not fail as intended. Reportedly, "no problem with the procedure and test data, but no improvement in vision." The problem has not resolved. Status of the eye said, "there is nothing wrong with the eye, but the vision is not good," and "doctor suspects a paralysis of the ciliary muscle or a problem with the lens itself."

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, the DHR review indicates that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. Root cause was not determined. Probable cause is likely associated to the lens label rework process. Claim# (B)(4).

Manufacturer narrative:
B5 - lens was explanted. H3 - device evaluation: the lens was returned in a liquid within a microcentrifuge vial. Visual inspection found a broken lens. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).